Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be confirmed. Device was experiencing an issue with the control panel, therefore issue regarding temperature could not be determined. Temperature issue could not be confirmed. No repairs were completed towards the reported issue. The control panel does not boot (message in screen: a disk read error occurred, press ctlr ald del to restart). Level sensor damaged. Not the original power cord was received. Pm performed. Replaced control panel, level sensor, and power cord. Replaced circulation and mixing pump, heater and drain valves. Temperature in cable was replaced. The device underwent and passed testing after all repairs. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they did not reach targeted temperature in an arctic sun device and preventive maintenance 2a to perform. Per review of wo on 07nov2025, no consequence for patient. Per follow up information received via mail on 07nov2025, device was sent in for a bd-approved facility for evaluation. The issue was not resolved. Patient involved but no consequence. Per sample evaluation results received via task on 26nov2025, it was reported that the control panel did not boot. Level sensor was damaged. Not the original power cord was received. Per sample evaluation results received via task on 03feb2026, it was reported that the fill tube found to be dirty per (B)(4) and it was replaced.

Manufacturer narrative:
Initial reporter name: adolphe rothschild paris foundation biomedical service. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they did not reach targeted temperature in an arctic sun device and preventive maintenance 2a to perform. Per review of wo on 07nov2025, no consequence for patient. Per follow up information received via mail on 07nov2025, device was sent in for a bd-approved facility for evaluation. The issue was not resolved. Patient involved but no consequence.